Event description:
Healthcare professional reported via sus voluntary event report # (B)(4) breast implant ruptured, device malfunction - that is, the device did not do what was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working). Record for right side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant ruptured, device malfunction - that is, the device did not do what was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working)".